Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy tests found the pump's average delivery error to be within the published specification of +/-6%. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed a flow test. There were no reported adverse events.